Event description:
The customer reported a 'communication error'. The fse found that there was a 'control panel error' message. This error will result in an immediate system shutdown. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.